Manufacturer narrative:
This case is determined to be a duplicate of (B)(4) with report #3030677-2021-13400. Pr 1106907 will be the complaint of record. Complaint evaluation: the customer was in contact with a remote service engineer (rse). The customer requested the device be sent to the bench. The case was kept open for 60 days with no device sent to the bench. The rse closed the case. Customer resolution and conclusion: although the customer declined service and no further information is available, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the battery was not being recognized or charging. There was no patient involvement.